Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant cuff was implanted in a patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported that a CT taken approximately 3 years post the index procedure showed a type ia endoleak. An re-intervention procedure was carried out on where ten endoanchors were implanted. It was reported the endoleak was still present. As per the physician, the cause of the event was due to infra-renal neck dilation. No additional clinical sequelae were reported and the patient is being monitored.